Manufacturer narrative:
Approximate age of device ¿ 2 years and 9 months. The device was returned for investigation. The evaluation is not yet complete. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump was explanted due to driveline and pump pocket infections. The infection started from the driveline exit site. The patient was implanted with a different manufacturer's device. It was later reported that the patient experienced a stroke and expired while being supported by the other manufacturer''s device. No further information was provided.

Manufacturer narrative:
The explanted device was returned assembled. The sealed outflow graft bend relief was not returned. Upon disassembly of the returned pump, examination of the proximal-side of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The deposition was not adhered to any surface. The lack of laminated layering suggests that the deposition did not form at this location. The deposition did not show evidence of denaturation; however, circumferential contact marks were present on the outlet bearing cup, indicating that the deposition was present in the outlet stator while the pump was operating. The specific origin and duration of time for which it was present in the pump could not be conclusively determined. The remaining pump blood-contacting surfaces were free of any adhered thrombus or deposition. A correlation between the observed deposition and the reported driveline and pump pocket infections could not be determined. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.